Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, poor thresholds and no capture were noted. The lead was removed and it was observed that there was some tissue in the lead helix. The helix could not be cleaned so a new lead was implanted. No patient complications have been reported as a result of this event.